Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was opened onto sterile field and prepped. When blue handle was removed, balloon completely unfurled and was not able to be used. Balloon was discarded in cath lab and not used and is not available for return. There was no reported injury to the patient.